Event description:
In 2005, the facility contacted baxter customer service to report a system 1000 hemodialysis instrument that did not alarm during biomed testing. This occurred prior to patient being connected to the device. No pt injury or medical intervention was reported in association with this incident. No further info is available at this time.